Manufacturer narrative:
It was reported that water ingress in the air gas module of the ventilator. The ventilator was investigated on site by our field service engineer (fse) and the air gas module was replaced and the machine worked fine and passed all tests after replacing the defective o2 gas module. The provided device logs confirms the reported issue. The defected air gas module has been returned for further investigation. Simulated test use of the returned air gas module in a ventilator failed the pre-use check with internal leakage, pressure transducer, o2 cell/sensor and flow transducer tests. The failure was caused by a defective pressure transducer on a printed circuit board inside the gas module. The pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to an inaccurate gas flow regulation which will be detected during pre-use check, alarms will be activated if the failure occurs during ventilation. It was noticed by visual inspection that there were liquid traces in the inlet gas filter¿s chamber and a contamination that half blocked the flow entrance into the pressure sensor which is most likely led to the pressure sensor¿s failure.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that water ingress in the air gas module of the ventilator. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).